Event description:
On (B)(6), 2010, a doctor reported to attachments international, inc. That an imz 4.0 ime/imc conversion screw had fractured.

Manufacturer narrative:
The doctor reported that when checking a patient's loose bridge, it was discovered that the head of one of the screws holding the bridge in place had broken off. The fractured screw was returned to attachments international for evaluation, however it could not be confirmed whether or not the screw met product specifications, as only a portion of the screw was returned. The remaining lot quantities were visually inspected for defects and none were found. A review of the manufacturing records was conducted and it was confirmed that there were no non-conformances in the manufacturing process and that product release specifications were met. The doctor did state that the conversion screw was torqued down at a higher value than recommended, which may have contributed to the incident. The patient is doing fine and a new screw will be placed.